Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the system boots into standalone mode on an intermittent basis. A system reboot is necessary to resolve symptom during each occurrence. Replaced the mobile view station (mvs) computer according to the advanced service manual. System checkout performed. The replaced computer has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was having difficulty booting. It was reported that it would take multiple attempts to boot the system to get it to fully start up for use. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The operating system and application booted as expected during bench testing. Time/date (cmos) check was found to be good. Virus scan and patient data removal were performed. The tester installed the computer in a test imaging system and the system readied and communicated as expected. 2d and 3d imaging were successful, as well as store and recalling images. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.